Event description:
After routine coronary catheterization, a perclose vascular suture was deployed at the sheath insertion site. The device deployed as normal, but after the sutures were harvested and the feet were retracted, the physician was unable to remove the device from the body. It appeared that the suture was wrapped around the device. The suture was eventually cut and the device was removed. A sheath was reinserted and closure attempt was abandoned. FDA safety report #: (B)(4).